Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in hospital after receiving inappropriate therapy due to oversensing. Lead damage was suspected. Subsequently, the lead was capped and replaced.